Manufacturer narrative:
Date of event: unknown. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) no.: unknown due to unknown product code. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that while using the involved glidesheath slender, the wire would not pass through the insertion needle in the glidesheath slender kit. It was reported that another wire was pulled and passed through the wire with no issue. The second wire pulled each time and went through the needle with no issue. The patient condition is unknown. Additional information was received on (B)(6) 2018. The procedure being performed was a radial access case for heart catheterization. An additional merit brand micro wire was opened and used. There were no adverse patient issues.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.